Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the us. Catalog numbers of other devices listed in this report. Cat # 4845-2-848, lot #unk, description: abgii hooded insert 48/28. Cat# 4960-0-228, lot # unk, description: v40 alumina femoral head 28mm v40 taper long. Cat # 4845-2-202, lot # unk, description: agbii modular stem. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. Add'l info has been requested and if received will be provided in a supplemental report.

Event description:
The implant surgeon at the hospital, performed a revision surgery on (B)(6) 2011 because the pt had pain: a tumefaction of the psoas muscle was observed by MRI. An allergy test was also carried out and the pt had an allergy to nickel and a moderate allergy to cobalt and chrome. The prothesis was changed and the tumor was removed in (B)(6) 2011.